Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 had jammed and failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer hardware had failed. A field service engineer (fse) found that main drawer 2.1 would not close properly due to a damaged right slide rail and separated bearing cage. The drawer was removed, the rail reassembled, and bumpers replaced, making the drawer functional while a new one was ordered. The customer logged in and confirmed everything was working correctly. Later, main drawers 2.1 and 2.2 were replaced, and the new drawer functioned perfectly. The customer verified the functionality of the drawers. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid part analysis: the report of the medstation es main that presented a main drawer 2.1. Stuck open and will not close was confirmed by the field service engineer. According to work order 02103137, the bd field service engineer (fse), reported the main drawer 2.1 would not close all the way. The right slide rail had come apart, and the bearing cage separated. The drawer was removed, rail back was put together, and bumpers were replaced. The main drawer 2.1 /2.2 was replaced and the new drawer worked perfectly, to test the repair the customer logged in and confirmed that everything was working correctly. During dchu laboratory visual inspection of smart hh cubiedrawermod received no visual anomalies were observed. During laboratory testing of the smart hh cubiedrawermod, manually opening testing of both drawers was performed and the top drawer was observed to overextend when opening and noted to be noisy. Bottom drawer showed no issues. Internal inspection was performed by placing the drawer upside down and it was observed that the top right drawer slide had missing ball bearings and the slide bearing cage was migrated. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer issue was due to a migrated slide bearing cage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 had jammed and failed to open. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that the drawer was failed due to a migrated slide bearing cage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 had jammed and failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.